Event description:
It was reported by the sales rep that during a vertebroplasty in which he witnessed, the product worked without complications; when the patient awoke, she was having trouble moving her right leg. This was the first vertebroplasty for this physician on his own. It was alleged that the visualization was not optimal and when placing the needle, the physician appeared to go past mid-line in the vertebral body; the physician pulled the needle back to mid-line before injecting approximately 2.5cc of cement. A post-op CT scan showed a fracture of the vertebrae where cement had traveled through the fracture into the spinal canal. The patient was transported by ambulance for a consultation with a neurosurgeon. The neurosurgeon indicated he has seen cement in the spinal canal before and it did not cause problems. The sales rep reported the patient was up using a walker and was not given any additional treatment by the neurosurgeon.

Manufacturer narrative:
As of 08/20/2009, the sample unit has not been returned for evaluation. No conclusion can be drawn.